Event description:
The customer reported there was no image at bootup, but the system sounded as if it was making xrays.

Manufacturer narrative:
The ge service rep tested for possible causes of no image. He replaced the image processor pcb and upgraded sbc. System is functioning properly.